Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old female with cardiomyopathy was implanted unsuccessfully with an impella cp device for mechanical circulatory support. The medical staff found what appeared to be bubbles of air in the left ventricle and aorta and decided to remove the impella device. The patient was treated chemically and remains stable.

Manufacturer narrative:
The investigation into the embolism issue has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the embolism issue was not determined since product was not returned, insufficient clinical information provided, and data logs were not provided. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.